Manufacturer narrative:
The technician found the u-bracket which mounts the siderail assembly was broken. The technician replaced the head sleep deck to repair the bed.

Event description:
Info received indicates the left siderail became detached from the head sleep deck and fell onto the sleep surface. This occurred while housekeeping was cleaning the bed.